Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was not receiving insulin as the test performed resulted in no delivery and she had nausea, vomiting, hard time breathing and diabetes ketoacidosis. The patient gave herself a correction drip via intravenous route, but blood glucose level was still going up. She had abdominal pain and nausea symptoms related to high blood glucose level. She was hospitalized for diabetes ketoacidosis and was not feeling well. The patient had high blood glucose level and was not able to correct high blood glucose level. Patient's blood glucose level was 458 mg/dl at the time of hospitalization. She received insulin drip via intravenous route, anti-nausea medication, fluids, shot. Her blood glucose level was 320 mg/dl the day before this report. The patient was in the intensive care unit for 2 days and was still hospitalized and her blood glucose level was 175 mg/dl at the time of this report. No further information available.